Event description:
Device report from synthes reports, an event in japan as follows: it was reported that on (B)(6) 2023. The patient underwent orif surgery for femoral trochanteric fracture with tfna nail and end cap. On CT measurement, it was determined, that there was no problem with insertion, and the nail was inserted. However, because of the difficulty of insertion. Medullary cavity reaming was performed, and the nail was inserted without any problem. The lag screw was then inserted, but the locking mechanism did not work. And the flexible driver did not go down to the specified position. The surgeon then tightened it with a torque screwdriver. But it was torqued with no progress. He proceeded with the procedure and attempted to insert the end cap. But it did not go down to the specified position, because the locking mechanism was not working. The surgeon commented as follows: the locking mechanism did not work. And the end cap could not be inserted in the default position, due to bone fragments entering the nail during nail insertion. The surgery was completed. As it was recognized, that there was no problem with fixation. The surgery was completed successfully within 30 minutes delay. Patient status or outcome is stable. No further information is available. This report is for one (1)unk - screws: lag. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown screws. Lag: trauma /unknown lot. Part and lot numbers are unknown. UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device . Visual analysis of the photo revealed, that there was a nail and screw construct implanted in the left femur. No significant product problem was observed on the surface of the device. As the device was not returned. An as-received condition could not be assessed. And a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for unk - screws: lag: trauma. There is no indication, that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.